Event description:
According to the reporter, during a liver transplant, while at vascular anastomosis, the needle was broken. A new suture was opened and used to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.